Event description:
Information received by medtronic indicated that the insulin pump was damaged. The customer reported that the retainer ring was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w 6.5w retainer ring=black. On (B)(6) 2021 customer called in with the following concern: critical pump error and cracked at the back of the pump. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review a broken force sensor was detected during seating or regular delivery confirm in (adapt) and history download on (B)(6) 2021 at 14:44:05. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determine that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Force sensor zero offset within spec (22.4mv). Unit also received with cracked case(battery tube) and cracked battery tube threads. In conclusion unit came in with critical pump error alarm trigged by a broken force sensor was detected during seating or regular delivery a broken force sensor was detected during seating or regular delivery due to moisture damage on electronic assemblies. (B)(4).